Manufacturer narrative:
Blocks d4 (model number, lot number, catalog number, expiration date and UDI) and h4 have been updated with the additional information received on november 20, 2020. Block e1: initial reporter's phone number: (B)(6) block h6: problem code 3009 captures the reportable event of stent first flange difficult to position. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received completely deployed. Visual examination of the returned device found the outer sheath was kinked near the black marker. The outer diameter (od) of the stent was measured and was found to be within specification. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy and stent first flange difficult to position could not be confirmed; these failures occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported event and the observed failure were likely due to factors encountered during the procedure. It may be that the interaction with the scope could have caused the physician to experience some difficulty during the attempted deployment of the first flange, which limited the performance of the device and contributed to the failure reported and the kink observed on the outer sheath. Therefore, the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the IFU (instructions for use) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-04941 and 3005099803-2020-04942 for the associated device information. It was reported to boston scientific corporation on october 06, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange of the hot axios stent (the subject of MFR. Report # 3005099803-2020-04941) was deployed; however, under endoscopic ultrasound image, it was noted that the first flange failed to expand. The stent was removed partially deployed on the delivery system and the physician attempted to re-sheath the stent; however, the catheter control hub was noted to be broken. A second hot axios stent (the subject of this report) was then attempted to be deployed but the first flange failed to deploy. The physician pulled the stent out and repositioned the stent in a new location and cauterized. The first flange successfully deployed; however, during deployment of the second flange, the physician pulled out the echoendoscope at the same time he was trying to deploy the second flange and the first flange was pulled out of the pseudocyst. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-04941 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange of the hot axios stent (the subject of MFR. Report # 3005099803-2020-04941) was deployed; however, under endoscopic ultrasound image, it was noted that the first flange failed to expand. The stent was removed partially deployed on the delivery system and the physician attempted to re-sheath the stent; however, the catheter control hub was noted to be broken. A second hot axios stent (the subject of this report) was then attempted to be deployed but the first flange failed to deploy. The physician pulled the stent out and repositioned the stent in a new location and cauterized. The first flange successfully deployed; however, during deployment of the second flange, the physician pulled out the echoendoscope at the same time he was trying to deploy the second flange and the first flange was pulled out of the pseudocyst. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.